Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the patients ventricular tachycardia (vt) the implantable cardioverter defibrillator (ICD) delayed detection and ultimately therapy. The gradual onset discriminator has been reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.